Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Data was evaluated and the allegation was confirmed. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
Data analysis confirmed the inaccurate cgm values on (B)(6) 2025. Cgm reading was 166 mg/dl at (B)(6) 2025 09:21:18 am and meter reading was 58 mg/dl at (B)(6) 2025 09:25:12 am. Accuracy calculation was 108 mg/dl. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).